Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his daughter experienced high blood glucose level of 500mg/dl. Customer stated that the insulin pump had no delivery alarm and customer was not able to troubleshoot at the time of call. The reservoir will not be returned for analysis.